Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation, which had been slowly growing more intense. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m62 implantable tachy lead, (B)(6) 2013; 5076-45 implantable pacing lead, (B)(6) 2013. (B)(4).